Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and identified the probable cause as malfunctioning mixing bar and reference block. The fse replaced the malfunctioning cell 1 mixing bar and reference block to resolve the issue. The customer was satisfied. No further action is required. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported generation of erroneous sodium (na), chloride (cl), potassium (k), and carbon dioxide (co2) patient result with low anion gap calculation value on their au5800 clinical chemistry analyzer (part number (pn) b96698, serial number (sn) (B)(6) . The customer repeated the sample and obtained normal results. There was no injury, death, or delay/change in treatment associated with this event. The customer did not provide patient demographics.